Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Last name unknown / not provided. PMA (510k) #: k011028, k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that dr. Indicated peri-implantitis. The patient received surgery in edentulous jaw. The patient had paresthesia and a sense of pain about two months later. Reexamination showed inflammation in 3 implants, and no improvement was found after treatment, so the subsequent repair could not be conducted, and the implants were removed. Tooth site 19. New implant will be place after treatment. Symptoms associated with event: pain and inflammation.